Event description:
It was reported that patient had high impedance and a full replacement that day. Originally, the surgery was scheduled as generator replacement only. The lead impedance prior to surgery was ok. During surgery, scar tissue was removed from the lead, the new generator was connected, and high impedance was seen. The lead was replaced, and impedance was within normal limits. The explanted lead has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The lead was received for analysis. Analysis is still underway and has not been completed and approved to date.

Event description:
Product analysis for the lead was completed and approved. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.